Event description:
The customer reported that system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply voltage was adjusted and the gib software was reloaded. The system was then found to be operating as intended.